Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that non-sustained episodes were observed via merlin.net transmission. Upon reviewing, noise artifact was greater than the amplitude of r-wave at times. Rv lead replacement was discussed.

Event description:
New information received stated that the lead was capped and replaced due to oversensing on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
Additional information: a partial lead was returned in one piece measuring 13.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.